Event description:
Libre 3 glucometer lot t60001925, sn (B)(6) is giving wrong (very high) sugar readings of approx 40 points higher than real. For the 2 days I used it, my sugar was reading too high and took another dosage of medication as instructed per doctor - I felt dizzy. I tested my blood sugar with a different device and realized that the libre3 glucometer was incorrectly giving me too high sugar readings. I called abbott to report as they have 3 other lots of faulty glucometers recalled (t60001948, t60001966 t60001969). They said that my batch t60001925 was not defective. I strongly believe this batch should be added to their faulty recall as other patients might be at danger.